Event description:
A customer was in training at beckman coulter inc. (Bec) and was performing daily startup and while instrument was running cleaning solution, the customer noticed cover slightly out of place and reached in to adjust cover and the probe hit his hand. The probe bent and his index finger was pinched which resulted in a cut. The customer declined going to the nurse and said he was fine. System performance was not affected and did not contribute to the incident. The customer had been warned about moving parts and potential risk during training. Per product labeling, au680 user's guide vol I page 2.5 section 2.1.5 preventing personal and serious injury. While the system is in operation do not touch any moving parts.

Manufacturer narrative:
The trainer stated that the controls that were being used were negative for infectious diseases. The customer declined follow-up at medical clinic.